Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 536 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed no motor position encoder error alarm. Customer was advised that insulin pump was functioning as designed. Customer reported that high blood glucose was due to no delivery alarm which was a past event. Customer reported that when no delivery alarm was received, it was ignored due to being at the gym which was loud. Customer declined high blood glucose troubleshooting and states that no delivery alarm was resolved with a complete set change.